Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to a defective rear response button, causing it to be non-functional. The rear response button metallic dome was off-center, causing fault. Upon further investigation, k700, k1, and k2 on the ca board were measuring open, causing fault. The monitor was unable to perform a baseline or pass detect and treat testing. The root cause of the off-center dome and the defective components on the ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.